Event description:
Medtronic received information that unexpected battery power loss, failed batt test, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged failed batt test or battery failed alert, low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6), 2021. Pump was received with a blank display. Unable to verify failed batt test or battery failed alert, low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm and perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The battery tube assembly was pushed back into the right position and the pump was able to power up and continued testing and download. The pump powered up properly. The battery was removed and the insert battery alarm functions properly. The pump passed the sleep current measurement, active current measurement and self test. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts, low battery alert, replace battery alert and failed batt/battery failed alarm noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 07:25:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 17:01:53.000 to (B)(6) 2021 17:15:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 16:56:00.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 17:02:15.000 to (B)(6) 2021 17:04:36.000 power data available per the power management tool/detail trace file is on 8/23/2021 12:04:59 am, there was no record for the event date. Unable to check power data for low battery alert, replace battery alert and failed batt/battery failed alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to download history files and traces using thus due to blank display. Unable to verify failed batt test or battery failed alert, low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position and the pump was able to power up and continued testing, download and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.